Event description:
A nurse reported that during vitrectomy/retinopexy surgery, a trocar failed. When the surgeon removed the part that enters through the trocar he had trouble, making improper handling and causing a giant retinal tear. The surgeon performed "the procedure relevant to protecting the retina (not detached) and concluded the procedure". No postoperative consequences were reported for the pt. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).